Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned pages.

Event description:
The customer reported that the high-pressure test was performed and the device failed the test. The infusion set and the reservoir were changed but the insulin pump alarmed no delivery. The device was squirting out the insulin of the quick release. It was stated that her blood glucose was 186 mg/dl and at the end of the call it was 586 mg/dl. Advised customer to revert to back up plan and monitored her blood glucose closely.